Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced high blood glucose level. Customer¿s blood glucose level was 24.8 mmol/l. Customer stated that the insulin pump had calibration not accepted alert, however blood glucose level was high as over 24 mmol/l and calibration option greyed out. Customer changed whole infusion set and reservoir and noticed blood on site. Customer gave 10 units of insulin by bolus. Customer stated that the blood glucose level was dropping and currently it was 23.8 mml/l. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed set.